Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and was not returned to the manufacturer for evaluation. Additionally, procedural images were not provided; therefore, the reported event cannot be confirmed. The instructions for use (IFU) identifies aneurysm rupture and neurological deficits including stroke and death as a potential complication associated with use of the device. This device was used during the same procedure as the device referenced in MFR. Report # 2032493-2021-00048.

Event description:
It was reported that during the advancement of the web device through the via microcatheter to treat an acom aneurysm, the aneurysm ruptured, possibly due to movement of the microcatheter. The web device was immediately advanced into the aneurysm to repair the rupture and there were no additional intra-procedural events reported to manufacturer. The patient was reported to have died two days after the procedure.